Event description:
It was reported the programmer can not boot up. An error code was displayed. The programmer was returned for repair. No patient com plications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, analyzer. (B)(4).